Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis comments indicated that medtronic leads were inserted into the connector and all setscrews were tightened to one click using medtronic torque wrench. All setscrews held their leads securely.

Event description:
It was reported that the device's df1 port could not connect properly with the competitor's lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. No anomalies were found in the analysis of this data.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. (B)(4).